Manufacturer narrative:
Additional information: d9, h3, h6, h10: the device was received for evaluation. During functional testing, it was confirmed that the 2nd soft key was not functioning. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the second circle button from the left on the top of the keypad of a spectrum iq pump did not work consistently. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.